Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's usb cable was damaged. The customer's blood glucose level was 177 mg/dl. Reportedly, the cable was bent causing damage to the cable resulting in the customer not being able to charge the pump. Tandem technical support advised the contact that the usb is universal. The contact acknowledged.